Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep). The caller reported the physician was explanting the entire system but a partial wire in the skull. Additional information was received from the health care professional (hcp) via the rep. It was reported the hcp left no abandoned wires or component of the system after explant on (B)(6) 2019. The entire system was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor. It was reported the patient was instructed to leave their dbs system off in 2014 because they were not responding to the dbs at the time. They tried to charge the device and turn it on (B)(6) 2018 and the device was in overdischarge. The ins was charged and unlocked but it would not hold a charge. An environmental/external/patient factor that may have led or contributed to the issue was that the patient had not used or charged the device since 2014. The device was taken out of overdischarge mode and attempts were made to recharge the device but it would not charge for a sufficient amount of time. One impedance check dumped charge and showed impedances were in the high range as well. There is a possibility for full system explant with a potential for full system re-implantation at a later date. The issue was unresolved at the time of the report. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the hcp met with the patient on (B)(6) 2019 and discussed plans to explant the current system, perform an MRI, and re-implant the patient. It was noted that dates were to be determined. No further complications were reported as a result of this event.